Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery and blank display. The customer¿s blood glucose level was unknown. Customer stated pump is not working that says failed battery test and has tried replacing the batteries and on the same day the pump screen went blank display. The customer was also assisted with troubleshoot for blank display. Customer states battery compartment is corroded. Customer states the spring is corroded. The customer was also assisted with troubleshoot for failed battery test and the customer stated that battery cap has corrosion along with battery compartment. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. However, device alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement test or verify low battery , weak battery and battery out limit alarm due to failed battery test alarm.